Manufacturer narrative:
The generator and atp board were tested at elekta as part of a linac system. No hardware fault could be found with the original suspect board, and under normal operation the board did not behave in same way that was observed during the original complaint. It was hypothesized that it was likely to have been an embedded software failure. This type of failure was simulated and the exact behavior observed at the customer site was reproduced. The most likely cause for this failure at site, is electrical interference from the high voltage parts of the generator. If the generator had been irradiating, there would have been audible beeping from the indicator within the generator. No beeping was observed. The design of the generator is such that error checking between boards and the action of the main processor watchdog, means that a single failure resulting in a continuous exposure is extremely unlikely. Any un-foreseen failure mode would have likely resulted in overheating in the tube and/or the high voltage transformer drivers-this would terminate the radiation. No evidence was found to suggest that there was any overheating. Radiation badges carried by the engineer/radiotherapist tested negative for radiation dose. It can be said with a high degree of confidence that all results are consisted with an embedded software crash that resulted in the watchdog becoming active and preventing radiation. No radiation could have been delivered to the pt or staff.

Event description:
Whilst conducting a cone beam CT (pelvic region), error code 33 fault appeared on the xvi screen. Unable to find the local physicist or engineer, staff entered the room and closed the xvi source arm. (Placing the kv source in line with the pts head). The pt's treatment continued with approx 10 minus of treatment. Staff informed the engineer that they could hear the anode of the kv source continually rotating and the radiation warning light (at the entrance to the bunker) had remained on initially when they entered the room the first time. As soon as the pt left the room the engineer investigated and found that the atp console pcb was not functioning. This was replaced and the system brought back to normal clinical use after tests. The customer believes the pt, staff and engineer may have been exposed to kv radiation.